Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under PMA number (B)(4).

Event description:
It was reported that during revision surgery for instability the tibial insert was broken. No additional patient consequence was reported. There is no additional information at this time.

Manufacturer narrative:
Concomitant medical products: unknown tibial; unknown femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately nine years post-implantation due to pain and instability. During the revision procedure, it was noted that the articular surface was fractured. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately nine years post-implantation due to pain and instability. During the revision procedure, it was noted that the articular surface was fractured. No additional patient consequence was reported.